Event description:
It was reported that the patient desaturated while on the ventilator. The ventilator kept operating with no audible alarm condition. The caregiver stated that they changed the trach with no improvement in oxygenation and then switched to the back up ventilator. Patient condition improved with no patient harm reported. Unable to duplicate any problems in service when ventilator was picked up.